Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The condition was attributed to an incomplete handle compression and firing the instrument over air. The instrument was reloaded and a proper and complete staple formation was achieved.

Event description:
The device was used during a procedure on the colon. Reportedly, the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.